Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reports that the user unintentionally flipped an image in the series and sent it from the MRI modality to pacs this way. There was no reported pt injury associated with this event.